Event description:
Patient hospitalized for hyperglycemia. Patient reports that pt noticed some blood at end of infusion set upon removal. Patient had not changed site for two days. Pump not returned for evaluation.